Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil became stuck in the catheter's tip. The target lesion was located in the splenic artery. A 6mm x 10cm interlock¿ was selected for use. During procedure, when the coil was half-deployed, it was noted that the interlocking arms could not be detached. The physician then gently removed the coil together with the catheter without any resistance; however, it was observed that the coil was protruding from the tip of the catheter. The procedure was completed with the same catheter and another of the same coil. No patient complications were reported. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: only a coil was returned for analysis. Visual inspection revealed that the coil was kinked near the interlocking arm. The zap tip has a smooth surface and the interlocking arm was inspected and no anomalies were noted. Dimensional inspection was done and revealed that the coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "to deploy the coil, slowly advance the delivery wire under fluoroscopy until its marker aligns with, but does not pass, the microcatheter¿s proximal marker. When the two markers converge, the interlocking arms are outside the microcatheter body where they will disengage" and "attach the included rhv to the proximal luer adapter on the hub of the microcatheter." As part of "product preparation". (B)(4).

Event description:
It was reported that the coil became stuck in the catheter's tip. The target lesion was located in the splenic artery. A 6mm x 10cm interlock¿ was selected for use. During procedure, when the coil was half-deployed, it was noted that the interlocking arms could not be detached. The physician then gently removed the coil together with the catheter without any resistance; however, it was observed that the coil was protruding from the tip of the catheter. The procedure was completed with the same catheter and another of the same coil. No patient complications were reported. The patient's status was stable.